Event description:
Reportedly, the patient lost consciousness due to an arrhythmia that was not treated by the subject ICD and laid on the floor approximately 3 minutes. It was suspected that the arrhythmia was misclassified and worsened by shock delivery. The patient had been hospitalized since (B)(6) 2018. Preliminary analysis results revealed that ventricular wave double counting, most probably resulting from the patient's physiology, occurred. Nevertheless, the ICD behaved as programmed and as specified. No issue is suspected on the subject ICD. Recommendations (programming suggestion) were provided on 28 november 2018.

Manufacturer narrative:
Preliminary analysis results revealed that the duration of an episode was inappropriately displayed as 0s because of a calculation error.

Event description:
Reportedly, the patient lost consciousness due to an arrhythmia that was not treated by the subject ICD and laid on the floor approximately 3 minutes. It was suspected that the arrhythmia was misclassified and worsened by shock delivery. The patient had been hospitalized since (B)(6)2018. Preliminary analysis results revealed that ventricular wave double counting, most probably resulting from the patient's physiology, occurred. Nevertheless, the ICD behaved as programmed and as specified. No issue is suspected on the subject ICD. Recommendations (programming suggestion) were provided on (B)(6)2018.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190221 - file-2018-03841 - analysis_and_closure_report_resp-2019-00108.pdf].

Event description:
Reportedly, the patient lost consciousness due to an arrhythmia that was not treated by the subject ICD and laid on the floor approximately 3 minutes. It was suspected that the arrhythmia was misclassified and worsened by shock delivery. The patient had been hospitalized since (B)(6) 2018. Preliminary analysis results revealed that ventricular wave double counting, most probably resulting from the patient's physiology, occurred. Nevertheless, the ICD behaved as programmed and as specified. No issue is suspected on the subject ICD. Recommendations (programming suggestion) were provided on (B)(6) 2018.